Event description:
On (B)(6) 2015 at approx 0830 surgeon using ritleng cannula to probe right lacrimal duct. When surgeon met resistance cannula was removed and was noticed to be bent, surgeon then manipulated the cannula and re-inserted, at which time segment broke off into right nares. X-ray was notified and taken at which time foreign object was confirmed. However, surgeon unable to retrieve via endoscope. She made the decision to wait and have pt consult with ent.